Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events with the penumbra smart coil (smart coil) system include cerebral ischemic events and are included in the labeling. Therefore, it was determined that the reported transient ischemic attack (tia) was a potential complication related to the use of the smart coil system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
On (B)(6) 2017, the patient underwent a coil embolization procedure in the left internal carotid artery (ica) to treat a posterior communicating artery (pcomm) aneurysm using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached one smart coil. On (B)(6) 2017, the patient presented in the emergency room with facial numbness. It was determined that the patient had a transient ischemic attack (tia). Therefore, the physician added plavix to the patient's medication regimen. On (B)(6) 2017, the symptoms resolved and the patient was discharged home. The reported tia was adjudicated to have a possible relationship to the smart coil system.